Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured april 22, 2023 - april 23, 2023. H11: the actual device was received for evaluation. Visual inspection was performed and the reported leakage was easily identified as the remaining solution was observed leaking from the administration spike port bonding area. Functional leak testing was performed and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This occurred during setup, prior to patient use. There was no patient involvement. No additional information is available.